Event description:
During an emergent cerebral angiogram with coiling, the coil prolapsed and during removal it stretched, fractured and migrated into the mca. The fractured fragment was retrieved, but part of the stretched coil remains in the mca.